Manufacturer narrative:
The event was observed during a review of clinical data collected for post-market surveillance of walrus stroke cases in the UK. The procedure date is unknown. The attending physician was asked for follow up and based on his recollection the complications were related to the device. No additional information related to the case or device was able to be obtained. Q'apel medical has made good faith efforts but have been unsuccessful (at the time of submission) in obtaining additional information related to the case including date of procedure. 8 fr. Short sheath; inspira aspiration cath; headway21micro cath; synchro14 micro wire; solitarie x 4mm x 40mmstent; sofia 5fr. Patient and procedure outcome: the patient's tici score improved from 2b to 2c.

Event description:
Description of complaint: embolization in another territory, non-flow limiting ica dissection. The event was observed during a review of clinical data collected for post-market surveillance of walrus stroke cases in the UK. The procedure date is unknown. The attending physician was asked for follow up and based on his recollection the complications were related to the device. No additional information related to the case or device was able to be obtained. (B)(6), age of patient - 74, gender - female, 1st run - 22:30, location of clot - prox m1, (B)(6) 2024, total pass-4, start tici-0, final tici score - 2c. Patient and procedure outcome: the patient's tici score improved from 0 to 2c.